Event description:
Customer reported 1 positive result immediately followed by 3 negative results with cartridge sn: (B)(4) , reader sn: (B)(4) and lot: 17195h.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.